Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data from the device indicates on (B) (6) 2010, the battery voltage with telemetry was 2.59v and the daily measurement was 2.93v.

Event description:
It was reported that the device was exhibiting a suppressed battery voltage of 2.59 v during programmer session. Review of device data found the average voltage to be at 2.95 v over recent 14 days. No patient complications were reported as a result of this event.